Event description:
It was reported that on (b)(6)2026, a patient presented with grade 4 functional tricuspid regurgitation (TR) for a Triclip procedure. During the procedure, it was unable to grasp the leaflets. While pulling the clip back into the guide, clip caught in the guide and mandrel was broken. Clip was still attached to the lock. Snare device was used and clip got released. All steps were performed as per IFU. The final MR was grade 4. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
THE DEVICE IS NOT RETURNING FOR EVALUATION. INVESTIGATION IS NOT YET COMPLETE. A FOLLOW-UP REPORT WILL BE SUBMITTED WITH ALL ADDITIONAL RELEVANT INFORMATION.

Event description:
IT WAS REPORTED THAT ON (B)(6) 2026, A PATIENT PRESENTED WITH GRADE 4 FUNCTIONAL TRICUSPID REGURGITATION (TR) FOR A TRICLIP PROCEDURE. DURING THE PROCEDURE, IT WAS UNABLE TO GRASP THE LEAFLETS. WHILE PULLING THE CLIP BACK INTO THE GUIDE, CLIP CAUGHT IN THE GUIDE AND MANDREL WAS BROKEN. CLIP WAS STILL ATTACHED TO THE LOCK. SNARE DEVICE WAS USED AND CLIP GOT RELEASED. ALL STEPS WERE PERFORMED AS PER IFU. THE FINAL MR WAS GRADE 4. THERE WERE NO ADVERSE PATIENT EFFECTS OR CLINICALLY SIGNIFICANT DELAYS REPORTED.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported positioning failure associated with leaflet grasping appears to be related to challenging anatomy (heavy chordal areas). The reported difficulty removing the CDS through the SGC appears to be related to procedural conditions. The reported broken mandrel and premature activation appear to be cascading events of the removing the CDS from SGC. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.